Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient who had a lasik enhancement, was noted to have epithelial ingrowth approximately one month post-op. The enhancement surgery was done at a related corporate laser vision center, and the patient is being followed at this reporter's center. This report concerns the patient's left eye. Additional information has been requested.